Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during initial testing, cut could not be verified to root cause. Review of the activity log does show occurrences of the reported event. The device was put through extensive testing without duplicating the malfunction. The multifunction cable used at the time of the reported event was returned for evaluation, which showed minor contamination on two ports of the connector. The multifunction cable connector was replaced to reduce the probability of occurrence. The device successfully passed all final testing, was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.